Event description:
The covidien rep in (B)(4) received a report for the customer that the inner cannula of the tracheostomy tube was too long and the patient had bleeding of the trachea tissue and problems with swallowing. The patient required recannulation with an unspecified tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.